Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that injector luer lock n35c multipack leaked. The following information was provided by the initial reporter: "customer reported that chemo (cisplatin) had leaked from the injector during infusion. The leakage stopped after replacing the IV line. The customer is asking for investigation."

Manufacturer narrative:
H6: investigation summary one injector connected to an infusion set and multiple photos were provided to our quality team for investigation. Through visual inspection, no damage or defects were observed on the injector. It was noted the membrane was previously penetrated. Functional testing was performed, connecting the injector to a syringe and protector according to the instructions for use. Liquid was able to move throughout the system without issue and no leakages were observed between the injector and any of the mating components or through the injector membrane. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, a root cause related to the injector could not be identified. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly.

Event description:
It was reported that injector luer lock n35c multipack leaked. The following information was provided by the initial reporter: "customer reported that chemo (cisplatin) had leaked from the injector during infusion. The leakage stopped after replacing the IV line. The customer is asking for investigation."

Manufacturer narrative:
The following fields were corrected with additional information:d.10. Device available for evaluation?: yes; returned to manufacturer on:(B)(6) 2020h.3. Device returned to manufacturer: yes.

Event description:
It was reported that injector luer lock n35c multipack leaked. The following information was provided by the initial reporter: "customer reported that chemo (cisplatin) had leaked from the injector during infusion. The leakage stopped after replacing the IV line. The customer is asking for investigation.".